Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician was notified by staff that the sizes they requested to use were expired. Based on the clinical need at the time the physician decided to proceed with the procedure and implant the expired product.